Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the half height drawer 7.12 all e cubies failed to detect on the bus. A field service engineer was informed by the customer that the station had been rebooted that night, and the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that while using bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the communication bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.